Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The suspected thrombus could not be confirmed. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events and a direct correlation to the suspected thrombus could not be conclusively determined. The controller event log file contained events from 21sep2023 and captured transient and sustained low flow hazard alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. It was communicated that the pump was not explanted for evaluation. The heartmate 3 lvas IFU, document (B)(4), rev. C and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, infection (local, driveline, pump pocket), right heart failure, device thrombosis, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 1 of the IFU provides an explanation of all pump parameters, including flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. In reference to pi, this section explains that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿ section 4, ¿system monitor¿, provides information about the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿, states that patients may develop right ventricular failure during or shortly after implant. This section also outlines indications of right heart failure and provides the recommended treatment options. Section 6 lists infection and thromboembolism as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Additionally, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR 2916596-2022-00980 captures patient history of bleeding and right ventricular failure. Related MFR 2916596-2023-07355 captures patient history of driveline infection. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a massive middle cerebral artery (mca) ischemic stroke on (B)(6) 2023. On, (B)(6) 2023, they had multiple low flow alarms. The patient experienced worsening neuro status and passed away on (B)(6) 2023. The cause of death was stroke and congestive heart failure. The patient had a history of bleeding and right ventricular failure. The patient also had a chronic driveline infection. A review of the log file revealed constant low flow events throughout the log.